Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. The supplier reported that the post broke at the minor thread. No material or product defect was noted. The complaint is confirmed. A singular cause cannot be determined. The following sections were updated: b4: date of this report. B5: update to event description. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported that the locator abutment fractured. The fractured piece was removed and a new locator was placed. Tooth location 23.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the locator abutment fractured. The fractured piece was removed and a new locator was placed.